Event description:
Rptr complains of contaminated bouble lumen. Silicone breast implanted. Continual breast infections, flu-like symptoms, memory loss, severe pain in back, neck & left arm, immune problems, premature heartbeat, mitral valve prolapse, joint pains, nerve pains, candida, left breast mass, left breast hollowing after surgery to remove implants remove.